Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while the controller connected to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Data was reviewed in the submitted log files from the reported event date of 30sep2025. A no external power alarm activated in the data reviewed, consistent with a loss of ac power to the system while the system controller was connected to the mpu. The event resolved when the power was restored to the mpu. The backup battery supported the system as intended during the loss of external power. The loss of external power did not prevent the controller from supporting the system as intended. Attempts to obtain addition event information were made, but no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. The device history records were not able to be reviewed due to the serial number of the mpu being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, section 7 of the IFU, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Section 6 of the patient handbook, ¿caring for the equipment¿ and section 8 of the IFU, ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Section 3 of the IFU and the patient handbook, ¿powering the system¿, explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log file captured a loss of power to the mobile power unit (mpu) on 30sep2025 at 0435 resulting low voltage hazard and no external power events. This enabled the emergency backup battery in the system controller until the power was restored to the mpu. The event lasted 12 seconds.